Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain, failed back surgery syndrome, and other non-malignant pain. It was reported that in 2006, the patient's pump got infected because it "never set right." The pump became infected when the hcp went to move the pump. It was noted to be a staph infection and the patient was treated with intravenous and oral antibiotics. After the pump was removed, the patient was without a pump for two months and then the hcp made a new pump pocket and put a new pump in.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.